Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was faulty was confirmed. An assessment was performed and it was observed that the quick coupling device would not self-hold the 0.6 mm k-wire. However, the unit was not burning the pins and was not making a grinding noise. It was further observed that the internal components were corroded, and the clamps were corroded. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure for a repair on a fracture of a larger-breed canine, it was observed that the quick coupling device was faulty. According to the report, the device would heat up when used with pin devices and would not heat up when the pin devices were not used. It was further reported that the device started making a grinding noise during insertion of the third and fourth pin devices. It was reported that when the tip of the pin device was against the bone, it was unable to be advanced into the bone. It was reported that the pin device was just spinning inside the cannula on the attachment device, and the spinning friction left what looked like a bearing scorch mark on the pins. It was reported that the attachment device was switched out but since there was not a comparable spare device an alternative method for advancing the pins was used to complete the surgery. It was reported that there was no delay in the procedure due to the event. It was reported that after the procedure the device was cleaned and lubricated, but the grinding noise was still present. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.